Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following an ablation procedure, the patient experienced an inability to walk, cognitive changes, speech impairments, headaches, right sided weakness and seizures.it was also noted that the patient experienced a staph infection but was due to an underlying disease. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
The patient adverse event is a known risk of brain surgery.